Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date setting were incorrect. Customer thought that the time/date were not adjusted during daylight savings. Tandem technical support assisted customer with correcting the setting. Customer's blood glucose was 128 mg/dl.